Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The reporter had insufficient info about the incident; she assumed it was a deployment issue. Based upon the received condition of the device, it appeared that the device did not load properly during the procedure.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were inside the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint was confirmed as "seal did not load properly". A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).